Manufacturer narrative:
Device was used for treatment, not diagnosis. Gosling, thomas, et al. (2005). Minimally invasive exchange tibial nailing for a broken solid nail. J orthop trauma; 19:744-747. This report is for unknown nail, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: gosling, thomas, et al. (2005). Minimally invasive exchange tibial nailing for a broken solid nail. J orthop trauma; 19:744-747. A case was presented illustrating the minimally invasive technique for the removal of a broken solid tibial nail. A (B)(6) male sustained a gustilo type 1 open fracture of the distal third of the tibia and fibula, initially treated with an unreamed 8-mm solid stainless steel nail (utn, synthes, (B)(4)). Eight months after his primary surgery, he presented to the facility with complaints of pain. The radiographs showed a hypertrophic nonunion of the fracture, with the nail broken at the level of the most proximal of the three distal locking holes. The patient was revised 20 months after the initial nail insertion. This is report 1 of 1 for (B)(4). This report is for unknown synthes unreamed tibial nail.